Event description:
A request was received requesting information on a potential for the drip chamber vent to become blocked on the hermectic ii extraventricular drainage system if the reservoir is temporarily laid down and fluid enters the vent. An article was printed in neurosurgery (v52, n3, page 619-623, march 2003), which indicated that the evd system demonstrated low hydrodynamic resistance <3.5 mm hg (ml/min), indicating their ability to control intracranial pressure. When the drip chamber vents were in brief contact with the reagent, the hydrodynamic property blockage was observed, leading to increase in the inlet pressure to more than 150 mm hg. The demonstrated obstruction had the same vent configuration, which allows cerebrospinal fluid to accumulate close to the filter when the drip chamber is held horizontally. This feature is confirmed to be the cause of the blockage.